Manufacturer narrative:
A field service engineer (fse) followed up with the customer via telephone and the customer replaced the diluent since it was about to expire. The api passed. Customer reported lower results on ft3. The fse instructed customer to replace the diluent. When the new diluent arrived, it was put on the machine and the customer's api passed successfully. The fse instructed customer to keep him updated regarding ongoing testing and if any other issues appear that they should contact the fse. The analyzer is working as intended. Customer was satisfied with the results. The aia-900 analyzer is functioning as expected. No further action required by field service. The statement recorded by rp on (B)(6) 2020 could not be verified. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 26jul2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. The most probable cause of the reported event is unknown, possibly linked to diluent.

Event description:
Customer reported ft3 failed. The customer reported that they failed the api survey. The api was ran on (B)(6) 2020. The quality control (qc) was in range - mas qc lot# lia24092a l1 = 1.7 (1.45-2.69) l2 = 6.1 (5.1-9.6). The last calibration was performed on (B)(6) 2020 cal lot # jy34509 (new lot number). Test cup lot # a117621 (new lot number). Customer had reran the api on another day and four out of five levels were low. The test cup and calibrator lot numbers are new from this month. Decontamination was performed in june of 2020. Customer indicated that they have a cola inspection coming up.